Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow past the fill tubing step and the customer received a minimum fill notification during the load process. Reportedly, the cartridge was filled with over 300 units of insulin. The customer reloaded the cartridge successfully; however, received an inaccurate fill estimate. The customer declined to reload the cartridge. Recommendation was made by tandem technical support to ensure that the cartridge is not overfilled. There was no reported impact to the customer's blood glucose level.